Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - type of investigation, investigation findings and investigation conclusions. The following sections were corrected: b1. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, 320-38-03 - 145-deg pe 38mm hum liner +2.5, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-01-38 - equinoxe reverse 38mm glenosphere, 320-15-05 - eq rev locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent an initial right total shoulder arthroplasty. Subsequently, 13 days later, the patient reported sleeping on the operated shoulder and was diagnosed with disassociation of the glenosphere component. As a result, one (1) month and five (5) days after initial implant surgery, the patient underwent a right shoulder revision. No further impact to the patient was reported. The patient outcome was reported as resolved following the event. No additional information is available.